Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the ccd of the device was broken and there was rust inside the main body of the device. The exact cause was unknown; however, omsc assumed a potential cause as follows. - since the rust inside the main body, omsc surmised that the main body of the device occurred leak by some cause. The ccd of the device was broken by leak of the main body of the device. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the device did not work normal. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.